Event description:
It was reported that, during a tka surgery, the surgeon made additional 6mm proximal resection for the tibia. It is unknown how the procedure was resumed. No patient injuries or other complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the surgeon made additional 6mm proximal resection for the tibia during a tka surgery. It is unknown how the procedure was resumed. It is unknown if there was a surgical delay; however, no patient injuries or other complications were reported. The requested clinical information has not been provided as the date of this medical investigation. Without the requested clinical information/documentation, the root cause of the reported additional 6mm proximal resection and the femoral component internal rotation could not be further assessed. The patient impact beyond that which was reported could not be determined. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error or surgical complication. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.